Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery will not power on monitor) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the tri-cells had an output voltage of -0.574v, 4.207v, and 4.203v. The cause of the nonfunctional battery is the excessively discharged tri-cell. The root cause of the discharged tri-cell was unable to be positively identified. No adverse event resulted from the defective battery pack.